Event description:
Customer reports pt with anti-jka was tested with 0.8% resolve panel a lot 8ra166 on mts provue and results were negative. Customer reports this occurred in 2004 but was not reported to ocd until 3/2004. No death or serious injury was associated with this incident.